Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6348374, device manufacture date: 2017-01-14. Medical device lot #: 6348375, device manufacture date: 2017-01-24.

Event description:
It was reported before use of the bd hypoint¿ hypodermic needle the health care worker found foreign matter on the needles before injection. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: one sample was returned. The loose thread-like fm in the first photo was not observed. One loose white thread-like fm and gel-like fm were observed. Sizes of the fm are measured and found to be less than 0.05mm2. The smallest rejected fm size is from 0.05mm2. Hence, the fm size is within specification. DHR review was performed. Hypoint batch (6348374/6348375) hypodermic needle (6333382/6362409) hypoint shield (3635108/3635112/6333163) hypodermic hub (6363457/6365103) no similar defect was found in the in process and out going inspections. No notification was raised for this defect. No CAPA is required as product is within specification.